Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a fatal error message persisted, preventing login. A technical support specialist connected to the station and found the station database bloated, causing the error. The shrink processes were run to reduce the database size, and a retention purge was initiated. The station became operational, and further shrink steps reduced the database size to 7413/7324 mb. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es user was not able to log in due to fatal error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.